Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015-, information was received from a healthcare provider (hcp) via a clinical study regarding a female patient who was receiving morphine 2.0mg/ml at 0.5025 mg/day, then 0.5810 mg/day, via an implantable pump for non-malignant pain. On (B)(6) 2014, upon examination, the patient reported their back pain had returned and their pain had increased since last visit. The severity was noted as mild. Their morphine dose was increased. On (B)(6) 2014, the patient was examined again and reported worsening of pain. Their dose was again increased. On (B)(6) 2014, the patient was examined again and felt the pump was not working very well. Their dose was again increased. On (B)(6) 2014, fluoroscopy was done and showed the catheter was patent. The dose was again increased. On (B)(6) 2014, the device was interrogated and showed an empty pump from the patient missing a refill due to a hospital stay. On (B)(6) 2014, the dose was decreased and a refill was done under fluoroscopy. The catheter was patent, no leak was observed and the rotor was working well. On (B)(6) 2015, the patient's dose was again increased. On (B)(6) 2015, the patient was again examined and reported the pump was not helping their pain significantly. The patient was interested in explant. The pump was turned down to minimum rate more in preparation for explant. As of (B)(6) 2015, the patient's pain had increased further since the pump was turned down to minimum rate. The patient no longer wanted to explant and wished to titrate back up. The therapy was restarted and the pump was increased. On (B)(6) 2015, the dose was again increased. As of (B)(6) 2015, the patient's pain level had improved to 6/10 and the event resolved without sequelae. Another dose increased was programmed. It was reported as possibly related to the morphine, possibly related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.